Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and it was reported that the patient had not had an appointment at their office.

Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# v161350, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A patient reported their implant was not implanted deep enough and she had issues with the leads so the battery had drained too quickly. The patient was told the battery would last 10 years, but it only lasted 4 years. The patient stated her implanting healthcare professional (hcp) was contracting at the time so she had another hcp replace it. The patient stated she had extensive scar tissue as well. The patient was implanted for interstim-other, urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.